Event description:
The pt had undergone a cardiac catheterization on 12/16/96 and was scheduled for a ptca the next day. On 12/17/96, at 1330 hrs, the ptca procedure started. The pt was sedated with intravenous versed/fentanyl in the usual fashion. The pt was given 2500 units of intravenous bolus of heparin/reopro; a reopro intravenous drip was established. The first stent wsa deployed in the left circumflex without difficulty and with an adequate result. The physician then deployed a second stent proximal to the first stent. However, it appeared that the origin of the left circumflex artery had a significant problem. Second stent could not be deployed with the sleeve. The stent delivery system was removed. However the stent was dislodged in the distal left main artery origin of the left circumflex artery. The physician could not retrieve the stent with another wire or snare. Further attempts to retrieve the stent were unsuccessful. A surgical consult was obtained. The cardio-thoracic surgeon arrived and remained present during the remainder of the procedure. The physician tried another attempt to retrieve the stent with a snare prior to sending the pt to surgery. The left main coronary artery then was noted to have a dissection. An intra-aortic balloon pump was inserted. Pt began to complain of chest pain and became hypotensive. Pt went into cardiac arrest at 1630 hrs. Resuscitative efforts were continued until 1718 hrs when the pt was pronounced dead.